Event description:
It was reported by service report that the brakes will not hold and there was no power to the bed. It is unk if there was pt involvement or if there are adverse consequences to report.